Event description:
It was reported that the patient presented in clinic. It was noted that the implantable cardiac monitor (icm) had not bluetooth (ble) telemetry. It was stated that post initial implant, the icm had a ble signal and was paired for a short period of time, but ultimately the signal and pairing was lost and could not be retrieved despite using multiple programmers and ble dongles. These reported deficits led to patient anxiety related to the inability of the icm to function as intended, and the procedure to replace it compounded that stress. The icm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of failure to interrogate and wireless communication problem was confirmed. Interrogation of the device revealed ¿device reset has occurred¿ alert upon receipt. Analysis of the device image revealed that the alert occurred due to hardware reset error consistent with an integrated circuit anomaly in the hybrid. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. The device was restored, and functional analysis was performed. Reset error was not reproduced during analysis.